Event description:
It was reported that the pt was admitted for abnormal x-ray and was scheduled for surgery for extraction of femoral vein guidewire. Additional info from the user facility reports: risk management responded to cvor pre-op area at request of physician. Pt had been admitted for abnormal x-ray. Now scheduled for surgery for extraction of femoral vein guidewire. Progress note dated (B)(6) 2012 states only procedure pt had was hd catheter insertion. After procedure risk management then went to cvicu where they followed chain of custody retrieving extracted wire and then securing in the risk management evidence closet.

Manufacturer narrative:
An investigation has been initiated. Requests have been made for additional info regarding the event and for the return of the sample for eval. When the investigation is complete a supplemental report will be submitted. Date of this report: (B)(4) 2012, suspect medical device: cath silicon 20cm dbl lumen, MFR name, city, state: medical components inc, (B)(4), device available for eval: yes. (B)(6).